Event description:
End user reports that the syringes from lot 69376a are not of the usual quality that he is used to. He states that "[the syringes] are not smooth to push and a slightly more opaque barrel".

Manufacturer narrative:
Initial trend analysis for lot 69376a was conducted, no malfunctions were found. This is the only complaint for lot 69376a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the syringes from lot 69376a are not of the usual quality that he is used to. He states that "[the syringes] are not smooth to push and a slightly more opaque barrel".

Manufacturer narrative:
Retained lot samples for syringe lot 69376a were tested for barrel transparency, plunger compatibility and leaks. No abnormalities were found during testing.